Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3093-28, lot# v660708, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported that the patient had no stimulation sensation. The patient¿s implantable neurostimulator (ins) used to feel square at the implant site and now it felt like it was falling apart. It was noted that it felt like the device had moved and it felt like (B)(6) and like nothing was over the device site. The patient noticed the device movement about a month ago. It was reported that the patient was not having bladder control that started about a month ago and they were not feeling stimulation. The patient could not check if their device was on because they could not find their patient programmer at the time of the call.